Manufacturer narrative:
The event date is approximate. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their sonicare airfloss exploded while charging. No injury or property damage was reported.

Manufacturer narrative:
D4: revised lot # from not applicable (na) to no information (ni). Analysis results: the root cause of the customer's complaint could not be determined as the device operates within specification.